Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she saw manufacturer representative at hcp¿s office (B)(6) 2016 and rep checked therapy and replace batteries in pp. Patient reported sometime she has diarrhea but since saturday she haven't had a bowel movement and the bowel felt like it at the tip and wanted to come out but it was too big to come out. Patient reported she took a laxative last night after speaking with her home health nurse but she still hasn¿t had a bowel movement. Patient reported she was not sure if the stim was too high or low but she was feeling stimulation a little. Patient stated her next appointment with hcp was (B)(6) 2017. Event date was reported was (B)(6) 2016. The patient was feeling stimulation while therapy was on. The patient to sync with patient programmer (pp) and therapy was on, setting was program 4 @ 2.1v. Patient had to replace the pp batteries while patient service on the phone. The patient increased stim to 2.4 v. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient was still having trouble with their diarrhea. Patient had no idea what led to their lack of bowel movements. Patient stated that someday's they could not move their bowels and when they were able to move their bowels, they move good and then all of a sudden, it turned into diarrhea. Patient confirmed that issues had not been resolved. Patient had appointment with physician on (B)(6) 2017. Patient had tried making adjustments to see if that helped. Patient was on 2.4v and when they went higher than that it hurt because it made them feel like they were in labor(since implant: (B)(6) 2016). The representative offered to help make adjustments and patient did not have time now because they just got through taking a pain shot and they were "drugy".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.